Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent migration occurred. The lesion was located in the right coronary artery. The physician deployed a 3.5x8mm promus element drug eluting stent in the ostium of the right coronary artery into the aorta. The stent was postdilated with an unknown balloon and the balloon was used to "flare" the proximal end of the stent into the aorta at the bifurcation. When the physician went to confirm the results of the procedure by angiography, the stent was seen in the femoral artery. The procedure was completed by deploying another stent in the ostium and the patient was transferred to another hospital for surgery to remove the migrated stent. The patient was placed on antiplatelet therapy for one year. No further patient injuries or complications were reported. Patient's status is satisfactory. Additional information has been requested but is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.